Event description:
It was reported that the automatic rv sensing test on the device was picking up low level signals. All electrical parameters were normal. The device was reprogrammed.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.